Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demographics: initials: (B)(6); gender: female surgery date: (B)(6) 2010, it was reported that on an unknown date, post-op, the patient was having issues with her kyphoplasty and was concerned that a recalled batch might have been used during her surgery. She had researched and knows there were two recalls and was wondering about affected lot numbers and regional areas where the lots might have been distributed. The patient had experienced initial cement leakage following procedure.